Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on the first inflation right after the inflation was started, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed using another sterling balloon catheter. No patient complications were reported and the patient's status was good.